Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain and swelling at magnet site. The patient was reimplanted with a new cochlear device during the same surgery.